Event description:
The customer reported that 3 of their central nurse's station (cns) were showing communication loss for 6 minutes. The unit was monitoring transmitters at the time. No harm or injury was reported.